Event description:
It was reported, the powerseal exhibited an incomplete seal cycle error message. The issue occurred during a therapeutic left anterior resection procedure that was competed with the similar set of equipment.there was no delay in procedure. The product was inspected before the procedure and there was no abnormality. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: b3, g3, h2, h3, h4, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found a cut cable. As the device cable was cut, it was unable to be plugged into a generator for functional testing. Because of this the issue the customer reported with the seal cycle error, was unable to be tested. Based on the results of the investigation, the definitive root cause of the seal cycle error could not be determined. The most likely cause of the cut cable was excessive pulling load. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E3: non-health care professional; e2- no to date, the device has not been returned. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the powerseal exhibited an incomplete seal cycle error message. The issue occurred during a therapeutic left anterior resection procedure that was competed with the similar set of equipment.there was no delay in procedure. The product was inspected before the procedure and there was no abnormality. There were no reports of patient harm.